Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found that there was an electrical failure with the recharger antenna and a "no device found" message was seen. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had been having issues charging their implanted neurostimulator (ins). Patient said the recharger would di sconnect for no reason and say it was having trouble finding the device. Patient also said they would get a message that there was not enough battery to charge the implanted neurostimulator, even though the controller was fully charged. Patient mentioned that they just got a new controller several months ago. Patient then said that today they were trying to charge their implant and the controller cut off and said it couldn't find the device when they were in the middle of charging the implant. Patient stated that today was the last time they were able to charge their ins. During the call, the patient mentioned that the implant battery and recharger were getting hot while recharging. The issue was not resolved. Patient was redirected to their healthcare provider to further address the issue if the ins is still becoming hot after replacing the recharger. A replacement recharger (rtm) was sent out.